Event description:
It was reported that while performing a craniotomy for a tumor, the perforator failed to disengage while drilling the second burr hole. The perforator drilled through the bone, cut the dura, and caused a contusion to the brain. Upon removal, the perforator came apart. The customer is retaining the complaint sample but returning 2 unopened perforators from the same lot for eval.